Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard with sn: (B)(4) displayed tcm ID:05 (coolant diif failure ) error message at the beginning of the start up ( self test ). The customer used a second tgxp unit ( serial number was not provided ) to begin the treatment. No other information provided. No patient harm or consequences was reported.

Manufacturer narrative:
The primary complaint of the thermogard displayed tcm ID: 05 (coolant diif failure) error message was confirmed through archive review and functional testing. The issue was attributed to a defective temperature sensor probe and was replaced. Once completed , the thermogard passed the functional testing with no issue or faults observed.